Event description:
Boston scientific received information that this right ventricular (rv) lead had high out of range shock impedances. All other lead measurements were reported to be stable and within normal limits. Defibrillation threshold (dft) testing was performed and the physician elected not to perform any further intervention. No adverse patient effects were reported. Lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.